Manufacturer narrative:
Follow up # 1/supplemental report text 12/03/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the patient underwent localized alveolar ridge augmentation utilizing (B)(4) concurrent with space maintenance devices for soft tissue management. Immediately post-op, the patient developed erythema and edema. The patient's symptoms were treated with medication, and the edema had resolved within 15 days post-op, and the erythema had resolved within 3 months post-op.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter's up arrow button moves has a delayed response. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.